Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had buttons are harder to pressed and button error and lost setting. Customer blood glucose level was unknown. Customer stated that insulin pump was received unexplained no delivery alarm. Customer stated that battery cap was worn out and hard for patient to unscrew and screw back in. The device will not be returned for analysis.